Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the cartridge cap was loose. This complaint is being reported solely against the cartridge cap. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 ¿ additional information: the reporter contacted animas on 02/12/2015 with the following additional information:it was reported that the cartridge cap was not within warranty. Per the instructions for use (IFU), the cartridge cap should be replaced every 6 months to prevent device failures.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .